Manufacturer narrative:
The reported device has not yet been received. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that dr. (B)(6) stated that a glidewell ht implant failed. On (B)(6) 2025, the 58 year old, female patient presented for implant placement on tooth position #12. The patient bone quality was reported as type iii and the oral hygiene as fair. The patient returned to the office and upon examination, the provider noted inflammation. Infection and granulation/fibrous tissue around the implant. The provider determined that the implant lost osseointegration and was explanted on (B)(6) 2026. The symptoms resolved after implant removal and the patient did not have a permanent injury. No additional medical/surgical procedure was required.